Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, no sensing or capture. The patient had "twiddled the lead back into the pocket". The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.